Event description:
Consumer complaint of high blood results, via mother (B)(6). Expected blood glucose results fasting range from 160 to 200mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call one hour after meal ((B)(6) 2015; 12:05pm) with results of 383mg/dl and 412mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 11/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 290mg/dl, 212mg/dl, 306mg/dl, 325mg/dl, 291mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of high blood results, via mother (B)(6). Expected blood glucose results fasting range from 160 to 200mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call one hour after meal ((B)(6) 2015; 12:05pm) with results of 383mg/dl and 412mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 11/22/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.